Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 01, 2021.

Manufacturer narrative:
This report is submitted on october 07, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to recurrent non-device related infections and poor performance from onset. Additionally, it was confirmed that the patient has no auditory nerve. During explantation, it was noted that there were 9 open circuit electrodes. It is unknown if there are plans to reimplant the patient as of the date of this report.